Event description:
Problem statement: it was reported to philips that the device had a display malfunction. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No. Complaint evaluation: the device was received by the philips bench repair on 22-oct-219. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty display assembly. Customer resolution and conclusion: the display assembly was replaced and the device passed all performance assurance testing. Upon conclusion of the investigation by the bench technician, it was determined this was a malfunction of the display assembly. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Updated to be more clearer.

Event description:
It was reported to philips that the device had a display malfunction. No patient involvement.